Event description:
The peritoneal dialysis nurse (pdn) called corporate product surveillance (cps) (B)(6) 2012 to follow up on a call that the home patient (hp) placed to baxter global technical services (gts) (B)(6) 2012 for an alarm where the hp changed out the cassette only. The pdn stated the hp came into the clinic and stated he had a problem with a solution bag during prime. The hp told to pdn that he did some troubleshooting and changed out the cassette and the alarm repeated. The hp then started over with all new supplies. Cps advised the pdn all supplies should be changed out as there is a risk of contamination and the pdn stated she advised the hp of that. The pdn stated the hp was doing fine with therapy on the cycler. No patient injury or medical intervention as reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product is confirmed because the patient reported during trouble shooting of an alarm situation, check lines and bags, patient only switched a cassette and reused the rest of the disposable supplies, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.